Manufacturer narrative:
A review of the complaint history for (B)(6) sn was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.1 had failed and was not detected on the bus. A field service engineer (fse) found that drawer 6.1 failed intermittently. During testing in the hardware test application, the drawer did not gauge properly, as the green bar did not extend fully with the drawer. When open commands were issued, the drawer opened but continued to register as closed. The fse replaced the position sensor, the drawer sensor, and the retractor band, then rebooted the system. Afterward, the fse verified operability in the hardware test application, completed the test, launched the application, and confirmed that the escort could access the pyxis without issues. Functionality was tested and confirmed successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.1 failed and displayed error message device was not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.